Event description:
A technician reported a patient with an unexpected outcome following intraocular lens (iol) implant surgery. The lens was noted to be rotated. Additional information was received from the surgeon who indicated there were no complications during the surgery; and it is unknown if the device caused/ contributed to the event. A lens rotation is planned. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information was requested on (B)(4) 2012 by fax and mail. A completed questionnaire has not been received. (B)(4).